Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient was having a portacath placed and when they went to take the guidewire out, the guidewire became uncoiled while in the patient. It was not broken, but uncoiled and was not left in the patient. The guidewire was discarded and a different one was used. No patient complications have been reported as a result of this event.